Event description:
It was reported that pump had issues with battery charging. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with technical support and no additional information was received regarding the outcome of the event.